Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced redness, blistering and an infection. The patient was given antibiotic treatment. The implantable pulse generator (ipg) system was explanted. A anti-microbial envelope was implanted at the time of the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an acute infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.